Event description:
Consumer had the foil cover, abdomen belt wrapped against their stomach. Consumer applied the gel (provided with the product) around their abdomen, as instructed (instructions not available). Consumer had the belt's setting to level 5 for about 7 mins. Consumer felt an electric shock around their upper left side of abdomen. Consumer immediately removed the belt and discontinued use. Consumer feels that the abdomen belt poses an electric shock hazard.